Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15oct2018. (B)(4). Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touch panel had malfunctioned. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 10may2019. Date rec¿d by MFR: 07may2019. The field service engineer (fse) confirmed the reported issue. The fse confirmed that the touch screen was replaced in order to address the reported issue. After, the unit was checked, cleaned, and passed all functionality testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.